Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed the fault 41 (patient temperature sensor failure) message. The customer replaced the lifeband and reset the platform, but the fault 41 persisted. Per the reporter, the platform is usually stored in climate climate-controlled vehicle parked inside. The platform was tested on hard and soft surfaces. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
**UDI related data quality updates only**